Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of device imagery, a liner tear was confirmed. Patient imagery shows tortuosity and calcification in the region where the delivery system would have been withdrawn into the sheath. The complaint for sheath liner torn was confirmed through returned device imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (altered balloon profile) likely contributed to the event as the patient factors were noted in review of patient imagery and alleged burst balloon. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander balloon ruptured during deployment at the end of inflation, all volume from the atrion was delivered; we identified the rupture on fluoro and blood was present in the atrion upon drawing negative. The commander delivery system (ds) was unable to be withdrawn into the 14f esheath, the physician team decided to pull the ds in the esheath as much as possible and remove both as a unit from the r femoral artery. Resistance was met at the arteriotomy, the surgeon converted to an open cut down to remove the ruptured ds and esheath then successfully repaired the artery with a bovine patch. The patient remained stable throughout the procedure and the 26mm valve was evaluted with tee and functioning appropriately. Per the fcs, prior to inflation 2cc's were added to the balloon. No other devices were noted to be damaged. Per engineering review of a photo provided, "sheath liner appears to be torn near distal tip."